Manufacturer narrative:
H3, h6: the navio surgical system japan, part number rob00043, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a system software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during an unknown navio assisted procedure, the mapped surface was distal to the actual femur. During the drilling of the femur bone, the anspach emax 2 plus hand piece - rohs was able to remove the bone until 3 to 2mm, but the mapped surface still remained. It was necessary to remove 1mm from the mapped surface, but the tip of drill did not stick out. Also, the surgeon tried to create the peg in tibia, but the tip of drill did not stick out either. The procedure was resumed, without any delay, by changing to manual procedure. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).